Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Products manufacturer reference number: 3006705815-2021-00719. It was reported that the patient was experiencing pain at the trial lead site. As a result, the trial leads were explanted (B)(6) 2021.